Event description:
It was reported that an ilet user experienced repeated occlusions that were only resolved after changing the infusion set, with reports of post-meal bolus delays and subsequent periods of high glucose followed by nighttime hypoglycemia; the medical device problem involved obstruction of flow and implicated the connector/coupler of the infusion set. Symptoms included insufficient information regarding specific clinical effects beyond user-reported low glucose readings. Outcomes included insufficient information regarding the broader impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem associated with the infusion set assembly that aligned with obstruction of flow and a potential connector/coupler issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.